Event description:
It was reported via phone call that the insulin pump is damaged. It was stated that the reservoir keeps falling out because it is not locking in the reservoir compartment. It was stated that the top of the reservoir compartment has a missing piece. Customer's blood glucose value was over 400 mg/dl. It was stated that the damage is due to wear and tear over time. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.